Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. (B)(4). (Therapy date): unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history record review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a radial head and stem were removed on (B)(6) 2017 due to loosening of the stem from the bone. The original implant date is unknown. During routine follow-up on an unknown date postoperatively, the patient was found to have heterotopic ossification of the elbow (not known if due to the device). During the surgery for the heterotopic ossification, the surgeon discovered that the radial stem was loosened from the bone and pulled the stem out by hand. The surgery was successfully completed with no delay. The devices were replaced with competitor¿s devices with a successful patient outcome. Concomitant device reported: 20mm cocr radial head standard height/12.0mm-sterile (part number 09.402.020s, lot number unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Complaint was reviewed and determined to be a part of recall. Synthes manufacturing location. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.